Event description:
Family member changed pt's "button". The next morning button was leaking. Family member changed button again. The following morning pt woke up and button was completely out. Pt taken to hosp ER, where stoma was surgically opened and button replaced. Pt saved both buttons.